Manufacturer narrative:
The product was evaluated and determined it was consistent with the component being modified (e.g. Polished, ground, sand blasted, material flow) at the laboratory. The prosthetic connection is not to be modified and is required to be protected during laboratory post processes such as polishing. Implant analogs are recommended to be used for laboratory post processing of prosthetics. Failure was do to improper/incomplete seating and can subject the abutment hex interface and/or abutment screw directly to occlusal forces. The evaluation concluded misuse by the end user.

Event description:
The abutment fractured during the lab procedures.